Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's stated that around blood glucose level was 70s mg/dl and then woke up blood glucose was 24 mg/dl. The product will not be returned for analysis.